Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 46mm modular head in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling / IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed. Patient had mom total hip that was converted to bdmh. 46 mm modular head was removed cup and stem were well placed. No lot numbers available.